Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), neurogenic bladder ('paralyzed bladder/bladder, constant inflammation'), cystitis noninfective ('paralyzed bladder/bladder, constant inflammation') and myocardial infarction ('heart attack') in a 37-year-old female patient who had essure (batch no. L2843-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease in (B)(6) 2013, chest pain, heart attack, leukocytosis, tachycardia, hypothyroidism, diabetes, bladder incontinence, anxiety, hyperlipidemia and hypertension. Concomitant products included acetylsalicylic acid (aspirin) since 2009, clonazepam since 2009, clopidogrel since 2009, escitalopram since 2004, insulin detemir (levemir) since 1990, insulin lispro (humalog) since 1990, isosorbide dinitrate since 2013, levothyroxine since 2004, liraglutide (victoza) since december 2010 to 2012, losartan since 2009, metformin since 2009, metoprolol since (B)(6) 2018 and rosuvastatin since 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced neurogenic bladder (seriousness criterion medically significant) and cystitis noninfective (seriousness criterion medically significant). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced leukocytosis ("leukocytosis"), 2 years after insertion of essure. On (B)(6) 2012, the patient experienced pyrexia ("fevers"). On (B)(6) 2013, the patient experienced pain in jaw ("jaw pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("abdominal pain / lower right adbomen") and arthralgia ("joint pain"). In 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel products"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced rash erythematous ("rashes or skin conditions type: red itchy rash on hands & chest"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2017, the patient experienced rash papular ("rash/skin condition / red itchy bumps"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced myocardial infarction (seriousness criterion medically significant) and chest pain ("chest pain"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin) and surgery (hysterectomy with bilateral salpingectomy, dilation and curettage on (B)(6) 2010 and ablation done on (B)(6) 2010 and fix issue with bladder ad mass due to ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, neurogenic bladder, cystitis noninfective, dysmenorrhoea, vaginal haemorrhage, fatigue, alopecia, weight increased, migraine, pyrexia, pain in jaw and rash erythematous had resolved and the myocardial infarction, abdominal pain lower, chest pain, rash papular, leukocytosis, arthralgia and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, chest pain, cystitis noninfective, dysmenorrhoea, fatigue, leukocytosis, menorrhagia, migraine, myocardial infarction, neurogenic bladder, pain in jaw, pelvic pain, pyrexia, rash erythematous, rash papular, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic pain female, abdominal pain, menorrhagia, heart disorder, allergic rash, bladder disorders, urinary disorders, fatigue, hair loss, weight gain, migraine, headaches and inflammation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: no results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality-safety evaluation of ptc. On 7-feb-2020: no new significant information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), neurogenic bladder ('paralyzed bladder/bladder, constant inflammation'), cystitis noninfective ('paralyzed bladder/bladder, constant inflammation') and myocardial infarction ('heart attack') in a 37-year-old female patient who had essure (batch no. L2843-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease in (B)(6) 2013, chest pain, heart attack, leukocytosis, tachycardia, hypothyroidism, diabetes, bladder incontinence, anxiety, hyperlipidemia and hypertension. Concomitant products included acetylsalicylic acid (aspirin) since 2009, clonazepam since 2009, clopidogrel since 2009, escitalopram since 2004, insulin detemir (levemir) since 1990, insulin lispro (humalog) since 1990, isosorbide dinitrate since 2013, levothyroxine since 2004, liraglutide (victoza) since (B)(6) 2010 to 2012, losartan since 2009, metformin since 2009, metoprolol since (B)(6) 2018 and rosuvastatin since 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced neurogenic bladder (seriousness criterion medically significant) and cystitis noninfective (seriousness criterion medically significant). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced leukocytosis ("leukocytosis"), 2 years after insertion of essure. On (B)(6) 2012, the patient experienced pyrexia ("fevers"). On (B)(6) 2013, the patient experienced pain in jaw ("jaw pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("abdominal pain / lower right abdomen") and arthralgia ("joint pain"). In 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel products"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced rash erythematous ("rashes or skin conditions type: red itchy rash on hands & chest"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced rash papular ("rash/skin condition / red itchy bumps"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced myocardial infarction (seriousness criterion medically significant) and chest pain ("chest pain"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin) and surgery (hysterectomy with bilateral salpingectomy, dilation and curettage on (B)(6) 2010 and ablation done on (B)(6) 2010 and fix issue with bladder ad mass due to ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, neurogenic bladder, cystitis noninfective, dysmenorrhoea, vaginal haemorrhage, fatigue, alopecia, weight increased, migraine, pyrexia, pain in jaw and rash erythematous had resolved and the myocardial infarction, abdominal pain lower, chest pain, rash papular, leukocytosis, arthralgia and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, chest pain, cystitis noninfective, dysmenorrhoea, fatigue, leukocytosis, menorrhagia, migraine, myocardial infarction, neurogenic bladder, pain in jaw, pelvic pain, pyrexia, rash erythematous, rash papular, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic pain female, abdominal pain, menorrhagia, heart disorder, allergic rash, bladder disorders, urinary disorders, fatigue, hair loss, weight gain, migraine, headaches and inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: no results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: new events allergic or hypersensitivity reaction type: nickel products and rashes or skin conditions type: red itchy rash on hands & chest were added. Medical history added. Outcome for previously reported events pelvic pain, fatigue and migraines were updated to recover. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), neurogenic bladder ('paralyzed bladder/bladder, constant inflammation'), cystitis noninfective ('paralyzed bladder/bladder, constant inflammation') and myocardial infarction ('heart attack') in a 37-year-old female patient who had essure (batch no. L2843-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease in (B)(6) 2013. Concomitant products included acetylsalicylic acid (aspirin) since 2009, clonazepam since 2009, clopidogrel since 2009, escitalopram since 2004, insulin detemir (levemir) since 1990, insulin lispro (humalog) since 1990, isosorbide dinitrate since 2013, levothyroxine since 2004, liraglutide (victoza) since (B)(6) 2010 to 2012, losartan since 2009, metformin since 2009, metoprolol since (B)(6) 2018 and rosuvastatin since 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced neurogenic bladder (seriousness criterion medically significant) and cystitis noninfective (seriousness criterion medically significant). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced leukocytosis ("leukocytosis"), 2 years after insertion of essure. On (B)(6) 2012, the patient experienced pyrexia ("fevers"). On (B)(6) 2013, the patient experienced pain in jaw ("jaw pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("abdominal pain / lower right adbomen") and arthralgia ("joint pain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced rash papular ("rash/skin condition / red itchy bumps"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), myocardial infarction (seriousness criterion medically significant), chest pain ("chest pain"), fatigue ("fatigue") and migraine ("migraines / headaches"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin) and surgery (hysterectomy with bilateral salpingectomy, dilation and curettage on (B)(6) 2010 and ablation done on (B)(6) 2010 and fix issue with bladder ad mass due to ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, myocardial infarction, abdominal pain lower, chest pain, rash papular, fatigue, migraine, leukocytosis and arthralgia outcome was unknown and the neurogenic bladder, cystitis noninfective, dysmenorrhoea, vaginal haemorrhage, alopecia, weight increased, pyrexia and pain in jaw had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, chest pain, cystitis noninfective, dysmenorrhoea, fatigue, leukocytosis, menorrhagia, migraine, myocardial infarction, neurogenic bladder, pain in jaw, pelvic pain, pyrexia, rash papular, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic pain female, abdominal pain, menorrhagia, heart disorder, allergic rash, bladder disorders, urinary disorders, fatigue, hair loss, weight gain, migraine, headaches and inflammation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: no results. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), neurogenic bladder ('paralyzed bladder/bladder, constant inflammation'), cystitis noninfective ('paralyzed bladder/bladder, constant inflammation') and myocardial infarction ('heart attack') in a (B)(6)-year-old female patient who had essure (batch no. L2843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease in (B)(6) 2013. Concomitant products included acetylsalicylic acid (aspirin) since 2009, clonazepam since 2009, clopidogrel since 2009, escitalopram since 2004, insulin detemir (levemir) since 1990, insulin lispro (humalog) since 1990, isosorbide dinitrate since 2013, levothyroxine since 2004, liraglutide (victoza) since (B)(6) 2010 to 2012, losartan since 2009, metformin since 2009, metoprolol since (B)(6) 2018 and rosuvastatin since 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced neurogenic bladder (seriousness criterion medically significant) and cystitis noninfective (seriousness criterion medically significant). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced leukocytosis ("leukocytosis"), 2 years after insertion of essure. On (B)(6) 2012, the patient experienced pyrexia ("fevers"). On (B)(6) 2013, the patient experienced pain in jaw ("jaw pain"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain / lower right abdomen") and arthralgia ("joint pain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced rash papular ("rash/skin condition / red itchy bumps"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), myocardial infarction (seriousness criterion medically significant), chest pain ("chest pain"), fatigue ("fatigue") and migraine ("migraines / headaches"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin) and surgery (hysterectomy with bilateral salpingectomy, dilation and curettage on (B)(6) 2010 and ablation done on (B)(6) 2010 and fix issue with bladder ad mass due to ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, myocardial infarction, abdominal pain, chest pain, rash papular, fatigue, migraine, leukocytosis and arthralgia outcome was unknown and the neurogenic bladder, cystitis noninfective, dysmenorrhoea, vaginal haemorrhage, alopecia, weight increased, pyrexia and pain in jaw had resolved. The reporter considered abdominal pain, alopecia, arthralgia, chest pain, cystitis noninfective, dysmenorrhoea, fatigue, leukocytosis, menorrhagia, migraine, myocardial infarction, neurogenic bladder, pain in jaw, pelvic pain, pyrexia, rash papular, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic pain female, abdominal pain, menorrhagia, heart disorder, allergic rash, bladder disorders, urinary disorders, fatigue, hair loss, weight gain, migraine, headaches and inflammation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: no results. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: case became incident. Event injury nos was replaced with new events added-neurogenic bladder, weight gain, leukocytosis, fevers, jaw pain, constant inflammation, abdominal pain, hair loss, rash/skin condition / red itchy bumps, dysmenorrhea (cramping), vaginal bleeding, pelvic pain, menorrhagia, chest pain, fatigue, migraines / headaches, joint pain and heart attack. On 18-sep-2019: pfs received: lot number added. Treatment drug, medical history and concomitant medication added. Follow up 2 and follow up 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.